Event description:
It was reported that patient underwent knee arthroplasty in (B)(6) 2002. Subsequently, the patient was revised on (B)(6)2010, due to osteolysis. The tibial component and femoral component were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects #1, "material sensitivity reactions". This report submitted (B)(6) 2010.